Manufacturer narrative:
Citation: podlesnikar t et al. Influence of the quantity of aortic valve calcium on the agreement between automated 3-dimensional transesophageal echocardiography and multidetector row computed tomography for aortic annulus sizing. Am j cardiol. 2018 jan 1;121(1):86-93. Doi: 10.1016/j.amjcard.2017.09.016. Epub 2017 oct 10. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison between automated three-dimensional transesophageal echocardiography and manual multidetector row computed tomography for aortic annulus sizing and investigated the influence of aortic valve calcium on transcatheter aortic valve implantation prosthesis size. All data were collected from a single center between july 2015 and march 2017. The study population included 83 patients (predominantly female; mean age 82 years), 15 of which were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: valve-in-valve implantation, aortic annulus rupture, and more-than-mild paravalvular le ak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.